Manufacturer narrative:
H.6 investigation summary : one video and one photo were provided to our quality team for investigation. Upon visual inspection, cracks or holes were observed on the barrel which resulted in a considerable leakage. A device history review was performed for lot 1912263, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the root cause of the damage observed is likely the syringe jamming within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness during inspections. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 20ml e/t leaked and had a damaged barrel. The following information was provided by the initial reporter: "the syringe has a pore on the barrel through which fluid comes out when used".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20 ml e/t leaked and had a damaged barrel. The following information was provided by the initial reporter: "the syringe has a pore on the barrel through which fluid comes out when used".